Event description:
Caller states that she tested at 106 mg/dl, ate and passed out 2 hours later. She states that the paramedics were called and tested her at 35 mg/dl on their device. She reports that she was taken to the hospital, received and IV on her way to the hospital, and remained in the hospital overnight. Caller was using a miscoded device at the time of testing. No quality controls were used. Requested return of suspect device and replacement was sent.